Manufacturer narrative:
No kinks or bends were identified on the exposed portion of the cannula. A hole was found in the unexposed portion of the soft cannula. No other defects or deficiencies were found during the investigation. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive inline and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The device was returned but evaluation has not been performed at this time. Follow up MDR required to report results.

Event description:
It was reported that a patient's blood glucose levels were high therefore, exceeded 500 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, the patient bolused and drank water. Blood glucose (bg) history was as follows: (B)(6).